Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that the transformer housing to her pump in style advanced breastpump go tote had split open, exposing the inner circuitry, which is a safety risk.